Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. We are unable to evaluate device as it was not returned to kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "the patient swallowed a sponge end of the dentalswab. Piq asked about the condition of the patient and if there was treatment given and was told 'the female patient is confused and is on behavior health precaution'. They will watch for the sponge in her stools." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record 13113.